Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. A functional test was performed, and the reported issue was not confirmed. The pump works perfectly without any issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing.

Event description:
It was reported that the pump triggered an occlusion alarm despite there being no actual occlusion. There was no patient involvement, and no harm occurred as a result of this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: unknown; no information has been provided to date.